Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Event description:
While a caridianbct field clinical specialist was visiting a customer, a nurse mentioned an incident of air being returned to a patient. She was not alleging that this occurred as the result of using our system. She states that it was nursing technique that resulted in the air embolism. Caridianbct is investigating to ensure the statements are true. The customer stated that the incident was in no way related to the use of our system as the patient was already disconnected (the air was returned to the patient because a cap on the catheter was not secure). Patient information is not available at this time. This report is being field due to the potential of injury from an air embolism.